Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00277. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) (m1) using a penumbra system reperfusion catheter 041 and separator 041. Before the procedure intravenous tissue plasminogen (IV t-pa) was not injected. A reperfusion catheter 041 was advanced to the m1 along with a tangent ex soft tip 0.014 inch guide wire through an optimo 9fr. Aspiration was conducted with a separator 041. The patient was given 3,000 units of heparin by injected. A treatment with a merci retriever was offered. The patient developed subarachnoid hemorrhage (sah) with hematoma in the fissure sylvia. The physician closely monitored the patient's condition; however, withheld treatment. Approximately three days later, the patient expired. Physician's comment: the cause of the hemorrhage could not be determined whether the penumbra system or the merci retriever. The relation between the penumbra system and the event was not denial. The patient developed sah, but the cause of death was cerebral hernia complicated with ischemic edema.